Event description:
On (B)(6) 2025 the user reported that the ilet device repeatedly displayed alert 38. The user restarted the device multiple times, but the alert persisted. A replacement was arranged. No blood glucose impact or user injury was reported. No medical intervention or hospitalization was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.